Event description:
While the pt was in bed with the continuous passive motion machine in use, a screw flew from the machine while the machine began to extend the pt's right lower extremity from a full flexion. The pt's leg dropped flat. The dr was informed and examined the pt. The cpm machine was placed on hold and the knee iced. No pt harm.